Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at 250 mcg/day via an implantable infusion pump for intractable spasticity and stroke. On (B)(6) 2015, the patient called her managing physician reporting increased spasticity of the right hand and foot as well as fever, itchiness and irritability. The patient originally thought it was a reaction to a flu shot but then became concerned that it was baclofen underdose/withdrawal. The patient was started on oral baclofen. In november, the patient's pump dose was increased several times without much difference in spasticity. On (B)(6) 2015, the patient had a catheter dye study and computed tomography (CT), which revealed dye leakage at the l3 level outside the spine. The patient opted to wean down on the dose. The patient was weaned down from 250 mcg/day to 100 mcg/day by (B)(6) with no worsening of symptoms. The patient considered explant, but had now decided to pursue a catheter revision. There were no environmental/ external/patient factors reported that may have led or contributed to the issue. No surgical intervention occurred. However, surgical intervention was planned, but had not yet been scheduled. The patient's status at the time of this report was "alive - no injury." The issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. The lot number for the lioresal was unable to be obtained.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer representative indicated the pump and catheter were replaced on (B)(6) 2016 and were returned for analysis.

Manufacturer narrative:
Analysis of the pump identified o-ring wear. Analysis of the sutureless connector segment of the catheter identified coring/tear s/cuts in the seal of the sutureless connector. Leaking was noted. Analysis of the spinal segment of the catheter identified damage that occurred to the catheter body and/or guidewire during the implant procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.